Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter doesnt hold charge, sometimes sees battery indicator and sometimes it just powers off when trying to use. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.